Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported getting a file system corruption detected, system files have been corrupted and no longer recoverable error message at boot up. This likely resulted in a no boot situation. There are no reports of patient injury or death associated with this event.